Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery. This report is submitted on june 14, 2017.

Manufacturer narrative:
This report is submitted on june 02, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced no auditory response with device use and it was found that the electrode array had migrated out of the cochlea. Revision surgery is planned but has not taken place as of the date of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted (B)(6) 2017.